Event description:
It was reported by the sales rep that during a partial pneumonectomy, slr tore, and cartridge was slightly dent. The device stopped on the way of 1st firing. The firing sound was heard, and it could be cut, but the slr and the staple on the tip was left on the device. The device did not clamp hard things. The target tissue was not that thick. There was no problem in leak test. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 732a71. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received with a piece of an ech60r. No package materials were returned. Additionally, the reload was received with the left side fully fired and the right side was received partially fired 1/2. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. Obvious damage to the reload deck was noted, which suggests the reload, may have been fired over a hard object. Further analysis of ech60r was attached to the unfired part on the right side and jagged cut line. Due to the condition of the reload no functional test was performed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 732a71, and no non-conformances were identified.